Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. No 2hr max limits warning observed in available bb data. Pump returned with corrosion in the battery compartment. During 24hr duration testing pump emits replace battery alarm; unable to complete test steps 22 and 31 due to alarm. Unable to complete required investigation steps 22 and 31 and adequately investigate the compliant due to moisture/corrosion in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( patient exceeding the two hour maximum limit for the bolus).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with fatigue, irritated, polydipsia and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) competed troubleshooting and the patient exceeded the two hour maximum limit for the bolus. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in patient exceeding the two hour maximum limit for the bolus.